Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, the farawave pulse field ablation catheter was inserted into the left superior pulmonary vein (lspv) and deployed into a basket configuration, when the patient coughed. Resistance was felt while retracting the merit inqwire rosen j tip guidewire from the catheter in basket configuration. Both the catheter and guidewire were tested outside the body and functioned normally. Attempts were made to advance the guidewire, then retract the catheter and guidewire together as an assembly under fluoroscopy but resistance continued to be experienced. The catheter was inspected, and no visible debris was noted but when the guidewire was removed from the catheter, a weakening core of the wire was observed. The catheter and guidewire were replaced, and the issue were resolved. The procedure was completed successfully and there were no patient complications. The device is expected to return for analysis.